Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical nephrourectectomy procedure, on the resection of a vessel, the device had an incomplete staple line. As a result of the problem there is an unexpected bleeding with less than 500cc, and the surgical time was extended more than 30 minutes. To resolve the issue they endosuture the staple line with laparoscopic needle holder.